Event description:
Customer reported cartridge alarm 30. There was no adverse impact to the patient¿s blood glucose level. Technical support completed troubleshooting, guiding the patient on how to properly load a new cartridge. The issue was resolved, and they provided resources for further assistance and discussed insulin compatibility with healthcare professionals.